Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level displayed "high". Customer administered manual injection to resolve elevated glucose. And reverted to alternate method of insulin therapy.